Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv (ultra violet) light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used a cook 6 shooter saeed multi band ligator. As reported to customer relations: "detail of failure: that failure occurs directly in the league which at the time of release does not close with the pressure it should, it presents a late time of about 30 seconds to close and strangle the varicose veins, doctors manifest me this flaw affects when flirting and there is a risk that the band is released from the varicose vein or in the worst case that by taking the varicose vein blood and the league did not do its job by not having the pressure needed." Cooks interpretation of the event description: after the band deployed it was not tight enough around the varix. It took around 30 seconds before the band contracted around the varix. The doctor showed the distributor the malfunction. There is the potential that the band could release from the varix or in the worst case, bleed. The band malfunctioned because it was not tight enough.